Event description:
It was reported that when performing a pta of an av access fistula located in the left brachial-cephalic vein, the balloon ruptured and 3 to 4 cm of the catheter tip detached and went into the brachial vein. The tip was removed surgically.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. There was no guidewire or introducer returned with the sample. The distal portion of the balloon, a section of the distal tip (shaft) material, the distal marker band, the entire bifurcate, and the proximal shaft end of the catheter was missing. There was a severe kink and what appeared to be hemostat marks approximately 2.8cm from the proximal balloon bond. The shaft was severely necked down, indicating tensile force was applied starting approximately 4.8cm from the proximal bond and continuing to the point of shaft separation. At that point of separation, the shaft appeared to have been cut, as it had been flattened and was evenly separated. The distal tip, point of failure, appeared to be a tensile type failure. This failure did not occur at the shaft/tip weld. There was also what appeared to be a black mark on the tip of the material approximately 3mm long and was of unknown origin. The balloon was completely circumferentially separated with a fairly smooth separation all the way around the diameter of the balloon. The result of the investigation was confirmed for the balloon rupture, root cause unknown. This application represents an off-label use for this device. The IFU (information for use) indicates the following: opti-plast xt peripheral balloon dilation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Inflation pressure must be monitored during the dilatation procedure. Use of a pressure gauge is recommended. Please refer to the device label for the recommended maximum pressure for this device. Note: the maximum rated burst pressure (rbp) is also printed on the product. Precaution: do not exceed the pressure rating recommended for this device, balloon rupture may occur if the maximum pressure rating is exceeded.